Event description:
It was reported that this device was suspected to be exhibiting premature battery depletion behavior. The battery drain was observed to be at 119% usage. Previously, device reprogramming was initiated in order to collect data for atrial fibrillation. It was suspected that the change in the battery's power consumption was due to programming changes, however this only decreased the battery to 114%. A copy of device memory was saved and submitted to technical services for review. Engineering analysis reviewed the diagnostic data and found that the device hardware is not detecting the loss of battery energy. The battery status indicators are not reflecting the depletion condition and are inaccurate. Due to this anomaly, device replacement was recommended. Therapy delivery is unaffected. This device currently remains implanted and in service, and the patient is being monitored via latitude (remote monitoring system). No adverse effects to the patient were reported.

Manufacturer narrative:
This device was received for analysis. The investigation is currently in progress. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was suspected to be exhibiting premature battery depletion behavior. The battery drain was observed to be at 119% usage. Previously, device reprogramming was initiated in order to collect data for atrial fibrillation. It was suspected that the change in the battery's power consumption was due to programming changes, however this only decreased the battery to 114%. A copy of device memory was saved and submitted to technical services for review. Engineering analysis reviewed the diagnostic data and found that the device hardware is not detecting the loss of battery energy. The battery status indicators are not reflecting the depletion condition and are inaccurate. Due to this anomaly, device replacement was recommended. Therapy delivery is unaffected. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis. The investigation is currently in progress.

Event description:
It was reported that this device was suspected to be exhibiting premature battery depletion behavior. The battery drain was observed to be at 119% usage. Previously, device reprogramming was initiated in order to collect data for atrial fibrillation. It was suspected that the change in the battery's power consumption was due to programming changes, however this only decreased the battery to 114%. A copy of device memory was saved and submitted to technical services for review. Engineering analysis reviewed the diagnostic data and found that the device hardware is not detecting the loss of battery energy. The battery status indicators are not reflecting the depletion condition and are inaccurate. Due to this anomaly, device replacement was recommended. Therapy delivery is unaffected. Subsequently, this device was explanted and replaced. No additional adverse effects to the patient were reported. This device was received for analysis.

Manufacturer narrative:
The returned autogen was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.